Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a nordic bluetooth device known and passed. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced no readings for 12 hours. No additional event or patient information is available. Data log was reviewed for evaluation on 03/22/2017. Complaint for no readings was confirmed. The root cause could not be determined, post investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a nordic bluetooth device known and passed. A review of the downloaded receiver log confirmed the reported event of loss of connection. A root cause was determined to be a defective transmitter